Event description:
It was reported that during deployment of a vena cava filter, two filter limbs became crossed. The filter was retrieved and another filter was successfully deployed without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.